Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that the device's internal hybrid layer capacitor (hlc) batteries had depleted, thus preventing the device from powering on; however, further component level cause could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device was displaying the charge-pak and attention icons on its readiness indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the device would not power on when prompted.